Event description:
It was reported that the gore suture passer tip broke during use. There was no reported surgical intervention required, however, the tip could not be retrieved and remains in the abdomen of the pt. The pt was discharged in stable condition. Additional, event specific information was not available.

Manufacturer narrative:
Method - device not returned for evaluation, review of information provided by the user. Follow-up communication with the user facility confirmed that the involved device would not be returned for evaluation. Lot number information was not available, therefore, no review of the manufacturing paperwork could be performed. The potential for device breakage is addressed in the warnings section of the instruction for use stating, "do not bend the needle or sleeve assembly. Incomplete needle retraction into the sleeve during use may cause breakage of the needle tip. " additionally, the contraindications section of the IFU states, "the gore spi or any of its parts are not for implantation." All available information has been placed on file for tracking, trending and follow-up.